Manufacturer narrative:
An ocd field engineer (fe) visited the site. A definitive root cause was identified. The fe determined that the probe was bent. The fe replaced the probe and performed the appropriate adjustments to return the instrument to expected operation. The customer performed and passed qc testing. A complaint review indicates incident has not recurred at the site post service.

Event description:
The customer reported that the probe on the ortho provue analyzer leaked fluid during testing. Probe drip may lead to dilution of sample/reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood. Erroneous test results were not reported as a result of this incident.